Event description:
It was reported that, "pt's daughter, called to ask if her father's hip implants were part of a recall and that her father is experiencing difficulty standing and walking and is in pain. Feels like there is something wrong with the implant itself, like it is disconnected, breaking or loose. Pt's daughter states that the doctor sees nothing wrong and says it must be the implant that is giving him trouble. Upon further probing, it was found that apparently the pt has stryker bone cement and that the implant is a zimmer versys hip system. Pt's daughter is asking if it is possible that the bone cement cracked and that it is causing the problems with the hip."

Manufacturer narrative:
Additional lot#: rep136. An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.